Manufacturer narrative:
Insulin pump was unable to prime during prime/a33 test due to faulty fsr. Insulin pump passed displacement test, rewind test, basic occlusion, self test, anda21 error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with moisture damage on electronics assembly, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
Customer reported via phone call that the insulin pump was dropped in the water and now had moisture damage. Customer stated that they were able to see fluid inside the screen of the insulin pump. No alarms were noted during troubleshooting. Customer was advised to revert to a back up plan and the insulin pump is being replaced.